Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had several failed battery with multiple pump error alarms. Customer¿s blood glucose was 10 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No motor movement alarm during testing. The motor was tested outside of the device and passed. Software error detected alarm found in the pump history due to software error. Insulin pump trace download analysis confirmed the pump alarmed low battery alert and failed battery alarm. The power management tool confirmed low battery alert and failed battery alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, the insulin pump was monitored and functioned properly.